Event description:
This case was reported by a consumer and described the occurrence of paleness of skin in a (B)(6) female patient who received an unspecified varian of zinc free super poligrip (double salt dental adhesive cream) for denture adhesion. A physician or other heath care professional has not verified this report. On an unknown date, the patient started double salt dental adhesive cream. At an unknown time after starting double salt dental adhesive cream, the patient experienced paleness of skin, cold feeling, difficulty breathing, clamminess, gum irritation, torn skin on gum, gingival bleeding, throat constriction, feeling faint, light headedness, nonspecific reaction, heart racing and anaphylactic shock. This case was assessed as medically serious by gsk. Treatment with double salt dental adhesive cream was discontinued. At the time of reporting, the events were unresolved. The daughter originally reported that her mother used a sample tube of zinc free super poligrip on (B)(6) 2011 and within an hour she became pale, cold and clammy and started to have difficulty breathing. She was taken to the hospital and was being treated. On (B)(6) 2011, additional information was received from the patient. The (B)(6) female patient reported that when she put two little dabs of zinc free super poligrip on her bottom denture it felt like it was eating her gums (gum irritation) and it ripped the skin up on he gums. When she went to rinse out her mouth, the gums were bleeding. She then felt her throat was closing up and she felt that she may pass out. She also felt lightheaded. Consumer said she knew she was having a bad reaction because she felt like she was near anaphylactic shock and her heart was racing. Consumer went to the emergency room and was treated for approximately 6 hours and was discharged (she was not admitted to the hospital). Consumer was treated with benadryl, steroids and a "IV." Consumer reports all events resolved once she was treated except for the one event of skin ripped up on gums which continues but is healing today. The patient tried a sample of zinc free super poligrip (white cream) that she received at a shopping mall in a survey office to test products.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor the lot number for this product is available. (B)(4).